Event description:
In 2002 pt fell and sustained right proximal humerus fracture. Pt was treated at outside hospital and presented to dr for takeover care. About a year after, with diagnosis of right proximal humerus nonunion previously infected and treated with antibiotics and irrigation and debridement. Pt underwent bone graft surgery in 2003 and op1 was added. Wound dehiscence the following month which required 7 additional surgeries. Pt healed humerus in 2004 but still remains with open wound.